Event description:
It was reported that the patient had ineffective therapy in the existing area and new pain as well. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 where the leads were attempted to be removed, however scar tissue prevented a smooth removal, so the leads were left in place, but abandoned. The drg ipg was removed and an scs system was placed to cover the new and existing pain area.

Manufacturer narrative:
Date of event is estimated.